Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the high pressure test. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing, it was concluded that the device operated within specifications.